Event description:
It was reported that during a port placement procedure after puncturing the vein, the physician inserted a guide wire from the needle and some discomfort was noted. It was further reported that when pulled out the guide wire, heard a pop sound, and guidewire had allegedly separated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure after puncturing the vein, the physician inserted a guide wire from the needle and some discomfort was noted. It was further reported that allegedly it was operator's own discomfort. Reportedly, the guidewire was allegedly not moving smoothly. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the powerport isp m.r.I. Implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one j-tip guidewire was received for evaluation. Visual, microscopic and dimensional evaluations were performed. A kink was noted on the guidewire. Uncoiling and stretching was noted throughout the distal portion of the guidewire. The flat core wire was exposed at the uncoiled portion of the guidewire. The flat core wire was noted to be protruding the uncoiled portion of the guidewire. The termination of the flat core wire was observed to be granular. The round core wire was noted within the coiled portion of the guidewire. The termination of the round core wire was observed to be granular. Therefore, the investigation is confirmed for the identified deformation, fracture, material separation, stretching and unraveled issues. However, the investigation is inconclusive for the reported failure to advance issue as as the returned sample was not in proper condition to test for the reported issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: b5, h6 (patient, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.